Event description:
Siemens became aware of a malfunction while operating the artis zee floor unit. During an emergency procedure, no fluoro was possible, which resulted in bad image quality. The patient had to be moved and the procedure was completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Investigation of the reported issue showed that the x-ray imaging with small focus was partially defective. Consequently, fluoroscopy was often aborted often. This means that fluoroscopy with the small focus functioned to a limited extent, however, the automatic switch to another focus was not initiated. A manual switch to the large focus x-ray imaging can be performed by the user at any time, and it is described in the instructions for use. The x-ray tube was examined, and it was found that the small focus was outside the geometric limits. Following the exchange of the x-ray tube, the system works as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.